Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed corrupted data. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that the pump displayed a text alert message on the screen but did not emit an audible or vibratory alarm.